Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have a broken conductor wire at the grip-crimp location in the distal end. The instrument failed the electrical continuity test, and the internal wire was exposed. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument was unable to apply bipolar energy. There was no energy at the tip of the instrument, but smoke observed near the wires (when surgeon continues to press blue pedal). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: standard procedures were performed before use. No abnormalities were observed. There was not any damage observed prior to the surgery by the operating room staff. When the instrument was removed, a wire damage was observed. The instrument was in use about 5-10 mins when the issue occurred. There was no arcing, only a small amount of smoke observed by operating room (or) staff at the proximal side of the jaw. When the event occurred, the instrument tips were in contact with tissue for a few seconds for testing. The instrument tips did not touch any staples, clips or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The customer used covidien generator. The prograsp forceps and monopolar curved scissors were also in use when the event occurred. There were no collisions with other instruments. There was no impact or complications to the patient during the procedure and post operation. The instrument is available for return to isi. A video recording of the procedure available for isi review.

Manufacturer narrative:
Based on the claim against the maryland bipolar forceps instrument by the customer noting there was no energy at the tip of the instrument, but smoke observed near the wires, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the maryland bipolar instrument for evaluation. Therefore, the probable root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A video clip associated with this reported event was submitted for review and it was confirmed that smoke appeared from the proximal end of the jaws. The smoke might be from residual tissue stuck in the jaws/distal end of the instrument. To ensure the endowrist instruments are kept at their highest level of functionality, it is recommended that the tips of instruments are cleaned between instrument exchanges. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.